Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the ring keeps coming off. The product was not returned for analysis.